Manufacturer narrative:
Correction: medwatch number added to h10 no further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Medwatch #mw5155249 was received on 17jun2024. A1-a6: patient information not provided. B2: outcomes corrected. D4: model and catalog numbers corrected. D4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. E1: customer site was not provided. Manufacturer's investigation conclusion. The pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
A1-a6 patient information not provided d4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. E4: medwatch #mw5155249 no further information provided. A supplemental report will be submitted once the manufacturer investigation is complete.

Event description:
The event date was estimated. It was reported that the patient had a driveline infection (staphylococcus epidermidis; enterococcus faecalis; eikenella corrodens; corynebacterium). The patient presented with fever, sepsis, and septic shock. Intravenous antibiotics were required. The patient had been hospitalized since 2023.